Event description:
A customer contacted beckman coulter (bec) to report a clenz (cleaner) leak inside a coulter lh 500 hematology analyzer during a startup attempt. The volume of the leak was not specified. The customer was wearing personal protective equipment (ppe) consisting of a labcoat, gloves and eye protection at the time of the event. No injury or exposure was reported. No erroneous results were generated.

Manufacturer narrative:
A field service engineer (fse) went on-site the day of the event and found that the tubing for the pressure connection at the blood sampling valve (bsv) actuator had popped off. Fse reattached the tubing which resolved the leak. Fse also adjusted the probe and washed the bsv as a preventive measure. The repairs were verified per established procedures. The cause of the leak was that the pressure connection at the bsv actuator had popped off. (B)(4).